Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump starting unexpectedly at a speed of 3000 revolutions per minute (rpm) once connected to power was not confirmed. No log files were submitted for review. It was reported that the pump was subsequently stopped via the heartmate touch, and then priming was completed as intended. As a check, once priming was complete, the driveline was disconnected from the controller and then reconnected, and the pump did not start. The case was then moved forward as planned. No further issues were reported. No product was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ explains the operation of the heartmate touch system. Instructions for using the stop pump feature are provided under ¿clinical view¿. The user is instructed to tap stop pump. A stop pump confirmation message then appears. The user is instructed to tap stop pump to confirm. A progress bar then appears and pump will stop within a few seconds. The IFU then states that after the pump stop completes, start pump appears and the pump may be restarted. Additionally, the IFU states that after the pump has stopped, the stop pump panel will close and the clinical view will be displayed. The stop pump feature is changed to start pump. It is also noted that if the backup battery is installed in the controller, pressing the system controller alarm silence button will restart the pump. Heartmate 3 instructions for use (IFU) chapter 5 ¿surgical procedures¿, subsection ¿preparing, operating, and priming the pump¿ provides instructions for preparing and implanting the pump. The IFU states that a five-minute countdown timer appears on the heartmate touch app after priming is initiated. The IFU then explains that when the timer reaches zero the pump stops and the ¿priming is complete¿ message appears. The IFU then instructs the user to tap ¿continue¿ to close the pump priming panel, and that the clinical view will then appear. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d3 - manufacturer information: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump automatically started once connected to power and the perfusionist hit the silence button to silence the beeping - during pump prep. The pump was submerged in saline when it automatically started. This was thought to be due to the heartmate touch ending session inappropriately from a prior session and/or the pressing of the silence button on the system controller. The pump was then disconnected and primed properly. The surgeon was updated of the events and the case moved forward as planned.